Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump currents were in specification. The insulin pump passed functional testing however, the pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched liquid crystal display window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that all of his settings disappeared. Customer also stated that it continues to show a fail battery test and asks him to rewind. Customer's blood glucose level was 92 mg/dl. Customer was assisted with clearing the alarm. Customer's basal settings were erased. Customer stated that he is going to go to a pharmacy to get syringes and in the worst case scenario, he will attend a hospital as a back-up plan. Insulin pump will need to be replaced. No additional information provided.